Event description:
It was reported to philips that the device failed the self test and displays an error. No further details were provided at this time. There was no reported patient involvement/adverse patient impact.